Event description:
Customer reports multiple issues in 2007. 1 - poor grainy image on very large pt, approx 300 lbs and tech was at max technique. 2 - square artifact in image, part of logo burnt into monitors. 3 - wig war lock not holding very good, worn brake pad. There was no pt injury.

Manufacturer narrative:
Issue under investigation.